Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data were inspected thoroughly. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. It was reported that the ICD was explanted. Should further relevant information or the device itself become available this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
After an implantation period of approx. 56 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.